Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 48 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts on the mid-section of the stent were lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent struts got caught in the calcification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues on the hypotube shaft. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found that the extrusion shaft was damaged along several locations of the shaft polymer extrusion length. This type of damage is consistent with excessive force that could have been applied to the delivery system during the withdrawal attempts. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22-may-2020. It was reported that difficulty crossing and shaft damage occurred. Vascular access was obtained via the radial artery. The 95% stenosed, 38mmx2.50mm, eccentric, de novo target lesion containing >45 degrees bend was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A mr 2.50 x 48 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed, and it was noted that the middle of catheter itself was deformed. The procedure was completed with another of same device. No patient complications and the patient's status was stable. However, returned device analysis revealed stent damage.